Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.0 x 60mm, 135cm ranger drug coated balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 180 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.